Event description:
It was reported to bsc/target that during the procedure there was premature detachment of the gdc 10-3d /3d-shape synerg detection circuit. The device was retrieved with an attractor. The condition of the patient was not affected by this event.